Event description:
Upon morning assessment patient noted to have a stage 3 pressure injury to upper lip from endotracheal tube holder. Rt and md notified, endotracheal tube holder replaced and readjusted to avoid further injury. This is the second known event of an upper lip pressure injury from the endotracheal tube holder this week, (a different patient in room [redacted] earlier in week had pressure injury/hole to upper lip from ett holder). Mfg has acknowledged and increase in pressure injury reports from customers based on their design change but has not initiated a recall, rather reverting back to old design. The products coming with the "old" design are noted by staff to not be as effective, falling off of one patient. Manufacturer response for endotracheal tube securement device, anchorfast (per site reporter).